Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was at their health care professional's office yesterday and the patient stated that she was implanted for fecal control. The patient noted that she had a sudden return of her target symptoms last month and she was constantly going to the bathroom. The patient mentioned that her bowels were loose and it never felt like she's ever done. The patient confirmed that she had made no programming changes. Troubleshooting attempts were made and the stimulation was on and set to p3 at 2.00v. The patient increased from 2.00v to 2.20v and the patient was now feeling stimulation at the target area. The patient was redirected to their hcp if the problem does not resolve and the patient reported that she was going to try stimulation at 2.20v. The patient also noted that she wished to continue the trial and error process without consulting with the hcp. There were no further symptoms or complications reported or anticipated.